Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was observed that the iol was cracked. Additional information was requested and received during the preparation of the intraocular lens, model +21.5d, a slight peripheral crack was observed before placing it in the original company cartridge. After implantation in the anterior chamber, a torn iol with compromised optic zone was observed. Faced with this complication, aiming to guarantee the visual quality promised in the postoperative period of a trifocal lens, we chose to explant the iol and implant another of the same model and diopter. The surgery ended successfully with another iol of the same model and diopter.

Manufacturer narrative:
Three photos were available in the file. Photo one showed the lens carton edge with product information. Photo two shows ungloved fingers holding the base of the opened lens case. The lens is shown inside the lens case positioned incorrectly (posterior surface up). Solution appears to be present on the lens inside the lens case. Photo three shows the base of the opened lens case with the improperly placed lens. The lens case was against a white background. Upon magnification, the photo blurs considerably. A determination of damage cannot be made from either photo. The file indicated that a company cartridge was used. The model of company cartridge was not provided. The company lens is qualified for use in the company cartridges. The handpiece and viscoelastic information was also not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. Only photos were provided. Based on our observation of the attached photos, clinical solution appears to be present on the lens. Due to the quality of the photo it was not possible to make an evaluation of the lens for the reported damage. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. Information was provided that during the preparation of the intraocular lens a slight peripheral crack was observed before placing it in the original company cartridge. After implantation in the anterior chamber, a torn iol with compromised optic zone was observed. The file indicated that the company diopter lens was removed and replaced with another of the same model and diopter. The information that a slight crack was noticed during preparation suggests that the lens had become damaged during handling and perhaps the back up lens should have been chosen at that point by the end user. The manufacturer internal reference number is: (B)(4).